Event description:
It was reported the patient¿s implantable neurostimulator (ins) had a communication problem and overdischarge was suspected. It was noted that dissatisfaction with stimulation was the primary reason for overdischarge. The patient hadn¿t felt stim for at least 3 months. It was noted the patient was currently in the hospital for issues unrelated to his implant. The patient had three spinal cord stimulation devices and the manufacturer representative (rep) was unsure which was in overdischarge. The rep got no response when interrogating with the 8840. Additional information received reported the patient has had at least 2 prior power on reset¿s (por). The rep was unsure of when this happened and could not interrogate the device at all. It was noted the rep trickle charged twice and the next day the patient said he could charge for several hours and saw the 100% battery full with the tear drops icon. The next day the rep saw the patient and when he tried to interrogate, the battery was depleted. Additional information received reported the patient had 2 trickle charges done yesterday, went home and charged to 100%. The rep met with the patient and the battery showed it was discharged. Refer to MFR report # 3007566237-2014-02219.

Event description:
Additional information received reported explant was confirmed. The patient wanted the system explanted. No additional information was available.

Event description:
It was reported that the patient was scheduled for an explant the week prior to the report. A manufacturer representative was not needed for the explant. A manufacturer representative was trying to confirm the explant at the time of the report.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), product type lead; product ID 37712, serial # (B)(4), product type implantable neurostimulator; product ID 3778-60, serial # (B)(4), product type lead; product ID 37702, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3778-60, serial # (B)(4), product type lead; product ID 3778-60, serial # (B)(4), product type lead. (B)(4).